Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (service code 104, sd card fault) has been confirmed.  Upon investigation the monitor was contaminated.  The cause for the failure was isolated to extensive contamination on multiple components on the pca and defib board. The root cause for the corrosion was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving service code 104, sd card fault.